Event description:
I reported this to you, and I never heard back from anyone. I have tried to e-mail several times and have been told nothing. Medtronic transfer my son's insulin pump to an attorney in another state. Dates of use: 2007 - 2008. Diagnosis or reason for use: diabetes mellitus.